Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error alarm on the insulin pump. Customer's blood glucose level was 8.1 mmol/l. Customer received the alarm 5 times every four hours. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was unable to troubleshoot as they had no new battery to test. Customer was advised to call back to troubleshoot.